Event description:
It was reported that the mobile power unit (mpu) has a v-lock connector on the ac power cord. It was known that the power cord came loose at the wall/outlet. There were no environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file. The mobile power unit (mpu) (serial #: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log file showed events spanning approximately 6 days (07apr2021 ¿ 13apr2021 per time stamp). No external power events while connected to the mpu were captured on (B)(6) 2021 between 01:11:48 ¿ 01:11:52 and on (B)(6) 2021 between 06:35:53 ¿ 06:36:08. The alarms cleared when power was restored. The backup battery provided power to the system during these events. There were no other notable alarms active in the log file. The no external power events did not affect pump operation. Per the additional information, the root cause of the reported event was conclusively determined to be due to the mpu power cord coming loose at the wall outlet. The device history records were reviewed for the mobile power unit (serial #: (B)(6)) and the mobile power unit was found to pass all manufacturing and qa specifications before being shipped to the customer on 24jun2019. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had some no external power alarms associated with pulling mobile power unit (mpu) plug out of the wall.